Event description:
It was reported that during the operative procedure, surgeon /device caused injury to the patient while undergoing several arthroscopy procedures of the right knee. The surgeon was utilizing a radiolucent retractor and saw blade. Injuries reported include: a partial laceration of the posterior tibial artery, laceration of one of the lumina of the popliteal vein and a partial laceration of the tibial nerve of the patient`s right knee. The patient appears to have permanent damage as a result from injuries to his right knee.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted.